Event description:
This report is based on information provided by philips, remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint by the customer on the v60 indicating that the device restarted on a patient - with error code "3007". There was no harm to the patient or user. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. The v60 device rebooted and logged error code 1101. Diagnostic code 1101 - ventilator restarted due to anomalies detected during operation. This could include invalid or corrupted information, unanticipated situations, or object allocation errors. If diagnostic code 1101 occurs in conjunction with diagnostic code 3007 (software exception), no action is required. The biomedical engineer reported reloading v60 software version 3.00 and testing the unit for 24 hours without further issues. The v60 has been returned to service.